Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with 1/2 syringe of juvéderm vollure¿ xc. The following month, patient developed an upper respiratory infection, deemed not device related, and was on abx. Approximately a week later, patient was injected with the remaining 1/2 syringe of juvéderm vollure¿ xc. Approximately two months later, patient experienced ¿one lower lip pea sized nodule that was non-tender, then within the next week the entire lower lip became swollen and taught, still non-tender¿. Three weeks later the patient was seen by the hcp and the patient ¿had diffuse upper lip nodularity and tenderness, swelling throughout.¿ patient was treated with 10 day course of doxy and medrol dose pack and patient reported 50% improvement by day 4. After the completion of the medication, patient said everything return to swelling and nodules within 2 days, and patient refused to continue on steroids because they were unable to tolerate the side effects, so hcp dissolved with 6cc hylenex®. Hcp treated the patient again with 4cc of hylenex®. Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of upper respiratory infection, deemed not device related is considered an unexpected adverse drug experience.